Event description:
Patient status post heart transplant in 1997 came for annual catheterization to evaluate right and left heart function. Left heart catheterization revealed focal 80% stenosis which was stented with cypher 3.0/13 . Post procedure, elevations in v2-4 with peak ck319, md 28. In hospital 48 hours post procedure, the patient remained symptom-free.